Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states they conducted bolus and received the no delivery alarm. The customer's blood glucose level at the time of incident was 287mg/dl. The customer states there is a small champagne size air bubble in the tubing, but not of concern to the customer. Troubleshoot was not able to be completed due to call dropping, and customer not being able to be reached during call back. No further assistance was provided at this time.